Manufacturer narrative:
Additional information was received that the cause of the rash around the patient's ipg was unknown. The physician believed that there was no infection, but the patient was treated with multiple rounds of antibiotics. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain, heat, burning, and soreness at the battery site. There was also bruising and discoloration noted on the skin surrounding the ipg. The patient will be given nerve block injections into the back around the spine where he is feeling the soreness.

Manufacturer narrative:
Event date: (B)(6) 2016.

Event description:
A report was received that the patient was experiencing pain, heat, burning, and soreness at the battery site. There was also bruising and discoloration noted on the skin surrounding the ipg. The patient will be given nerve block injections into the back around the spine where he is feeling the soreness.